Event description:
The adverse event that is being reported is that the pt had an ulceration within rectum after additional fluid was added to the button. Each port can be accessed with a luer lock syringe. Medication was given through balloon port instead of the irrigation port. The flexi seal fecal system was inserted for medication administration. Pt due to receive 120ml of lactulose rectally. Three doses given through white port which is labeled <45ml (balloon port). The blue port is labeled as "irrig". Pt was in pain and unable to pass stool. Orders written to remove the flexi seal. Nurse attempted to deflate balloon and remove 80ml. Balloon still inflated and in rectum. Another attempt to deflate balloon and 300 ml fluid removed from balloon. A digital exam done and balloon was still inflated and no more fluid would come out. A doctor entered the room and was explained the problem. Pt was then taken to endoscopy. The balloon was popped by doctor and flexi seal removed.